Event description:
It was reported about four weeks after implant that the patient's right ventricular (rv) lead dislodged as confirmed by fluoroscopy. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.